Manufacturer narrative:
Investigation, including root cause analysis, in progress. A supplemental MDR wil be filed a necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported having difficulty tracking patients eyes during refractive surgery treatments. No patient harm reported.